Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml false negatives occurred. The following information was provided by the initial reporter: how many wrong results were obtained? 1. What confirmatory test was performed to determine the false negative result? Seeding in solid medium. Have any incorrect results been reported to physicians? No. If so, were any patients treated based on erroneous results? Not applicable. If so, did the incorrect treatment cause any harm to the patient(s)? Not applicable. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.

Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2019005 was satisfactory per internal procedures. Formulation, filling, torqueing, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 2019005 (100 tubes) were available for inspection. The retention samples showed no media defects in 100/100 tubes. Retention samples were performance tested for growth and antibiotic susceptibility. All retention sample testing was satisfactory for growth and antibiotic susceptibility. Three photos were received to assist with the investigation: the first photo shows a screenshot from a computer with a negative result, however no product information is visible. The second and third photo show two partial empty tubes with white particles towards the sensors. No product information can be observed in either photo. Without product verification, a photo alone cannot confirm a complaint. A photo must provide important information such as batch/lot number. A photo cannot confirm a performance related complaint. Performance complaints need actual return samples for testing. No returns were received to assist with the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for performance issues. Reminder performance complaints need return samples for testing not photos. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml false negatives occurred. The following information was provided by the initial reporter: how many wrong results were obtained? 1. What confirmatory test was performed to determine the false negative result? Seeding in solid medium. Have any incorrect results been reported to physicians? No. If so, were any patients treated based on erroneous results? Not applicable. If so, did the incorrect treatment cause any harm to the patient(s)? Not applicable. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details.